Event description:
A device report received from (B)(6) indicates pt implanted using dorsal stabilization using uss ii for plasmozytom on an unk date, levels t2, t3, t4, was found to have both rods broken after one year. Surgical intervention was needed on (B)(6) 2011 with the hardware being removed. This is one of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product is in the process of eval.